Event description:
Complainant alleged that this device was brought to the scene of a patient subsequent to a device failing. This device was attached to the patient and displayed a "poor pad contact" message while using electrode pads. The user switched to defibrillator paddles but the device continued to display a "poor pad contact" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired. Please reference medwatch report 1220908-2005-00477 which documents the alleged failure for the first device.